Event description:
It was reported that the stent was damaged. The lesion being treated was located in a severely calcified lesion. The physician predilated the lesion, then advanced a 2.25 x 16mm promus premier stent delivery system to the target lesion. However, it was noted that the distal end of the stent was damaged. The device was successfully removed. The physician attempted to implant different stents however, they were unable to cross the lesion and the procedure was completed. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed(B)(4).